Event description:
It was reported that both atrial and ventricular leads dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.